Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic. The right ventricular lead exhibited out of range high lead impedance. No medical intervention was performed and the patient would continue to be followed normally.